Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling tools side on the quick coupling device was worn out and unable to clamp the k-wires. It was further noted that the device failed pre-test checks for untrue running, the smallest diameter, the clamps and the largest diameter. It was noted in the service order that the device was faulty and the attachment could not grasp the wire during insertion of the wire to bone even though the lever was pulled against the handpiece. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.